Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery with tfna long implants for a subtrochanteric femoral fracture. When the screw was inserted into the most proximal hole of the nail, the length of the screw was a little short and the screw did not reach to the contralateral side. The surgeon tried to remove the screw to exchange for a longer one, but the screw idled and was not able to be removed. Therefore, the surgeon left the screw as it was, inserted other screws into the 2 holes distal to that hole, and completed the procedure. The surgery was completed successfully within 30 minutes delay. The surgeon confirmed there was no pieces in the body by x-rays. This report is for one 5.0mm ti locking screw w/t25 stardrive 34mm f/im nail-ster this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10 concomitant therapy date (B)(6) 2024. E1: initial reporter is j&j company representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.